Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the synchroseal instrument involved with this complaint and completed the device evaluation. Failure analysis investigations could not replicate nor confirm the customer reported complaint. The synchroseal instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the electrical continuity and energy delivery tests. Additional observations noted the instrument was found to have thermal damage to the cut electrode at the distal end. The root cause of this failure is attributed to a component failure. The instrument was further investigated by an isi failure analysis engineer (fae). The fae found a cut electrode thermal damage on the instrument, which was likely due to an arcing event. Markings on the inner lower jaw suggest the arc remained within the instrument jaws. Cut electrode thermal damage can be attributed to a component failure. Additionally, the instrument distal pivot pin washer was still attached to the pivot pin. The jaw cover was dislodged and pulled over the pivot pin washer. There were no fragments missing from the instrument.

Event description:
It was reported that during a da vinci-assisted pancreaticoduodenectomy surgical procedure, the e-100 shut down. The same synchroseal instrument was used to continue the procedure. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information regarding the reported event: the site does not think a fragment fell inside the patient and does not plan to conduct testing on the patient in response as of this time. No further information provided.